Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had symptoms (inability to speak) and went to the hospital for evaluation at 10:00am. No other symptoms were reported. Although the bg fs and cgm values prior to and upon arrival were not specified, at some point the cgm value was 250 mg/dl and the bg fs was 150 mg/dl the patient was unable to remember other details and declined to provide additional information regarding treatment at home or after arrival at the hospital. She was discharged home on (B)(6) 2025 at 11:00am in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the b zone of the parkes error grid at an unspecified time during the event. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).